Event description:
It was reported that the patient¿s pump had alarmed around 11-12 on (B)(6) 2015 which sounded like the non-critical alarm. It alarmed again when reporting the incident. The health care provider¿s office had called the patient on (B)(6) 2015 to remind him that the refill was (B)(6) 2015, but he had forgotten about it. The patient reportedly had shoulder surgery in (B)(6) which did not ¿go very well¿ and the patient was still having shoulder pain and was confused and forgot his refill date. The patient attended physical therapy for his shoulder on the date of the call and was noted to have a blood pressure of 99/57 which ¿is low¿ and the patient reported to be agitated somewhat. The patient had asked if he could wait until (B)(6) 2015 to have the pump filled as he had a physical therapy appointment then and thought he could get everything done on the same day. The patient¿s health care provider was unavailable, but had a replacement. The patient reportedly was not going to let the pump run dry and he was to go to the health care provider¿s office on (B)(6) 2015 to get the refill as he thought he was feeling all the withdrawal symptoms. Additional information was requested to clarify event troubleshooting, resolution, and current patient status. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n175630012, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was later reported that, at the time of this report, the patient did not have concerns with her device or therapy.